Manufacturer narrative:
In response to FDA report number: mw5108853. The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Healthcare professional reported via regulatory agency regulatory agency sus voluntary event report (mw5108853) "bia-alcl".this record is for the left side. Device was explanted. Pathological markers confirming alcl have not been received.